Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that switched on the insufflator, it displayed an error code and became inoperable. After restart the insufflator started without an error code and functioned normally. Procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the device was not returned to the manufacturer for inspection. Therefore, physical technical inspection is not possible and the error description provided by the customer, "the insufflator is not working", could not be confirmed. However, the customer reported that it resumed normal function after the gas cylinder was replaced. The surgeon successfully completed the procedure after replacing the gas cylinder. Therefore, the root cause can be attributed to user error during startup. The event is filed under internal karl storz complaint ID: (B)(4).